Event description:
The end user experienced two 5.0mm twinfix anchors break at the eyelet location during a knee chondral procedure. The procedure was extended 1.5 hours as a result of this issue. The anchors broke at the eyelet when it was turned counter-clockwise during retrieval. The anchors were removed by shaving the none around it with a chisel. It was confirmed by the user facility that nothing remains in the pt.